Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five days post operatively the patient experienced a hematoma over incision site. Surgery was performed to remove the clot and the pocket was irrigated. The implantable pulse generator (ipg) remains in use no further patient complications have been reported as a result of this event.